Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck on a blue screen and did not respond to touch. It also did not respond to keyboard keystrokes. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on blue screen. A technical support specialist dialed in and observed that the station was back online and ready for use. The upload and download status were up to date, and the synchronization status was current. It appeared that the reboot performed on previous night had resolved the issue and called the customer and confirmed that the problem had been resolved successfully. The system functioned as intended after the technical support specialist inspected the issue.